Event description:
On (B)(6) 2021 the customer reported of noticing that the insulin pump had suspended 37 times in two weeks.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer went to emergency room due to diabetes ketoacidosis and high blood glucose level on april 1, 2021. Blood glucose at the time of incidence was 700 mg/dl. The customer was treated with insulin drip. Customer had a symptoms like vomiting. Customer was using the auto mode feature. Customer also stated that insulin pump was suspended 37 times. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to multiple events of hospitalization has been updated and provided in b5 section of this report.

Event description:
Current case was for the (B)(6) 2021 incident. Customer's mother called. First visit was around (B)(6) 2021, where he woke up with high blood glucose. The blood glucose value came down but then he started vomiting and he had to go to emergency room to get the blood glucose value down. The second time was at the end of on (B)(6) 2021. The third time was (B)(6) 2021. That was when the insulin pump was suspended 37 times in 2 weeks. The fourth incident was on day of call on (B)(6) 2021. Caller also said sensor would not stay charged. It would only charge for half day then they would have to charge it again. Also, charger would not flash when transmitter is plugged in. It would lose connection. Caller said it was likely most if not all of these high blood glucose incidents occurred while there was blood on the sensor. Blood was on the sensor connector. Caller said customer changes site every two to three times days. During troubleshooting, transmitter was found to be working correctly. There was no led light on charger. Helpline advised that the charger might not be working. Displacement test passed. Helpline assisted with re-pairing transmitter. Helpline said issues likely might have been due to sensor and the inaccuracies. Customer would feel most comfortable replacing the insulin pump, so it was to be replaced. Please see case-(B)(4) for the (B)(6) 2021 event, case-(B)(4) for the (B)(6) 2021 event, and case-(B)(4) for the (B)(6) 2021 event.